Manufacturer narrative:
The device was received for evaluation and the reported condition has been confirmed.  A corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the rn went into the room to check on the patient. The patient is on continuous feeds via j-tube, infusing at 75 ml/hr. This rn was going to refill bag when she noticed that there was an air pocket in the tubing that was above the cartridge and about 8" below cartridge. The rn discovered that the formula was leaking out of the tube onto the floor. No air appeared to have been infused into the patient as there was formula present in the distal tube attached to the patient.